Event description:
On (B)(6) 2005, I had the novasure ablation procedure done at an outpatient center by a gynecologist. I had very, very heavy menstrual cycles for the first two to three days. This procedure was supposed to help reduce the heaviness of my menstrual cycles. I had the procedure. On the evening of tuesday, (B)(6) 2005, I noticed my jeans were soaking blood and I was hemorrhaging. I was admitted to the emergency room at (B)(6) hospital in the early morning hours of wednesday, (B)(6) 2005. I had an emergency hysterectomy (which means that my surgery went ahead of scheduled surgeries). I had numerous transfusions during surgery and afterwards. I was in an ICU from wednesday to saturday. I was very weak, fearful and more in shock at what happened to me. It took me about 2 months for recovery and limited my activity where I was bedridden. When I recovered, I called novasure and told them what happened and asked if this ever happened to anyone else. I was told this had not happened to anyone else that novasure was aware of. Of course, I realize that I was probably talking to an ill informed customer service individual that was unaweare of what was going on, lacked training, didn't even take any notes or my name, etc. I would never, never recommend this novasure procedure to anyone. The fact that this product remains on the market today is criminal! The trauma that novasure does to women is unbearable. Novasure should be stopped and removed from the marketplace. This product is notorious for causing cramping, bleeding and other unbearable side effects that prohibits women from functioning. Please remove this product off the market before it kills and injures more women. Dr. (B)(6). Novasure procedure performed at (B)(6) outpatient center on (B)(6) 2015 by dr. Daniel (B)(6), emergency hysterectomy performed at (B)(6) hospital on (B)(6) 2015 by dr. (B)(6). Novasure misleads doctors and medical field that this device will reduce menstrual cycles. This procedure eventually destroys women. Important information: I was a healthy woman, 5'9" tall. Each month, I suffered with very heavy cycles whereas I had to change a tampon and napkin every 45 minutes or I would have an accident. As a result of the hysterectomy, a year later, I had to have a bladder sling surgery because I could not hold my bladder...long enough, after the first urge to go to the bathroom, I would immediately urinate. This problem progressively became worse after my hysterectomy which was caused me to hemorrhage a week after the novasure procedure.